Manufacturer narrative:
(B)(4). Investigation results: only the ligator head was returned for analysis. A visual examination of the component found six bands present and were partially moved out of their positions. The white band was noted to be broken and the suture was completely removed from the ligator head. One blue band and the white band were caught under the other bands. It was also noticed that the ligator head were bent. Based on the condition of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal vein ligation procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands could not be released and bleeding occurred. It was noticed that the proximal band was stuck with the distal band. There was no intervention performed subsequent to the bleeding. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.